Event description:
The pt reported that several of his infusion sets are not sticking to his skin. The pt noticed that after changing his clothes, his infusion set had become dislodged. The pt's blood glucose did elevate to 298 mg/dl. To address his elevated blood glucose, the pt inserted a new infusion set and administered a bolus. The pt had symptoms of frequent urination and being thirsty with his elevated blood glucose. The pt's normal blood glucose is typically around 120 mg/dl. The pt did not require medical assistance by a health care professional. The product has been requested for return to be elevated.